Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced with resolve. However, the case was then aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.